Manufacturer narrative:
(B)(4). Batch # m5240e. Conclusion: the analysis results found that the ats45 device was received with the clamping mechanism damaged and with no cartridge reload present. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. While no conclusion could be reached on what caused the clamping mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported by the affiliate that during an unknown procedure, the stapler presented problems in the drive trigger, there was waging properly. Another like device was used to complete the procedure. There were no adverse consequences for the patient.